Event description:
It was reported that during implant, the right atrial (ra) lead took a large number of rotations to deploy and retract the helix. Also the ra lead dislodged from the atrium. The ra lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the proximal conductor was distorted. It was noted that there was blood in/on the helix mechanism, the lead appeared damaged at implant and the tip was bent. The analyst commented that the lead was returned with proximal conductor bent at the distal end of the lead. The proximal conductor is putting stress on the distal conductor which prevents the helix from functioning properly.